Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the pump malfunctioned. The patient was transferred from operating room (or) to cardiac surgery intensive care unit (csicu). The pumps stopped functioning and device screen became unresponsive. A second pump also from the or then displayed an error message. New pumps were moved from the clean utility room in csicu - another pump then displayed an error message. A 4th pump from the clean utility room functioned. As soon as the first pump malfunctioned, programming of the second pump was attempted. When the pump malfunctioned the anesthesiologist was called in and administered vasopressors manually as patient systolic blood pressure dropped to 40mmhg. The patient became bradycardic and required pacing. Patient required 1.5l of crystalloid along with vasopressin, epinephrine and levophed over 1 hour to become stable.

Event description:
It was reported that the pump malfunctioned. The patient was transferred from operating room (or) to cardiac surgery intensive care unit (csicu). The pumps stopped functioning and device screen became unresponsive. A second pump also from the or then displayed an error message. New pumps were moved from the clean utility room in csicu - another pump then displayed an error message. A 4th pump from the clean utility room functioned. As soon as the first pump malfunctioned, programming of the second pump was attempted. When the pump malfunctioned the anesthesiologist was called in and administered vasopressors manually as patient systolic blood pressure dropped to 40mmhg. The patient became bradycardic and required pacing. Patient required 1.5l of crystalloid along with vasopressin, epinephrine and levophed over 1 hour to become stable.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer?, if other specify, imdrf annex a, b, c and g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.